Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an intuitrak bifurcated stent graft and two (2) infrarenal aortic extensions to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years later, the patient was re-lined with a non-endologix (endurant) device to treat a type 1a endoleak. Additional information has been requested, however no further details have been provided.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to lack of receipt of relevant medical records and/or imaging. Several attempts were made and denied for medical records as patient authorization is needed and no response was received for medical imaging. As such, procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result remove code 3233. H6: conclusion remove code 11.